Manufacturer narrative:
Depuy has received information stating that the depuy cement was used in conjunction with a competitor cup. Manufacturer: (B)(4), product: cemented acetabular cup. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision/aseptic loosening - cup at the bone/cement interface.

Manufacturer narrative:
(B)(6). Rec'd 01sep15, right hip; revision/aseptic loosening - cup. The cup was loosed and replaced for uncemented cup pinnacle, stem was intact. Diagnosis for primary hip surgery: rheumatoid arthritis. Activity level: harris hip eval: (B)(6) 2008: pain: slight; limp: none; distance walked: 600 metres with stick, long walks; stairs: normally; socks/tie shoes: with ease; sitting: any chair, one hour; deformity: none. Changes at (B)(6) 2009 eval: pain: slight; distance walked: unlimited without support. Changes at (B)(6) 2010 eval: distance walked: unlimited with stick, long walks. Changes at (B)(6) 2011 eval: none. Changes at (B)(6) 2012 eval: distance walked: unlimited without support. Changes at (B)(6) 2013 & (B)(6) 2014 evals: none. Changes at (B)(6) 2015 eval: pain: mild; limp: slight; distance walked: 600 metres without support; stairs: normally, with bannister. On the list of product it shows as the cup being a competitor product ((B)(4)). Update rec'd 29 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information at this time that would change the existing MDR decision. The complaint was updated on: 05/10/2015. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided implant device product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a depuy device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 29 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportabiltiy. There is no new information at this time that would change the existing MDR decision. The complaint was updated on: 05/10/2015.